Event description:
Customer reported system will not boot. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram card and batteries. System operates as intended.